Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has high blood glucose levels when cartridge gets close to 100 units left. Reportedly her blood glucose level only comes down if a site change is done, or insulin is added to cartridge. Customer typically adds insulin via load process without removing the cartridge. Customer uses novolog and uses reused insulin pulled from previous cartridges to fill new cartridges. Cartridge is typically in use for four days. Pump passed delivery system check.